Event description:
A wallstent biliary stent w/unistep plus was used during a stent placement procedure in a male pt (weight unk) in 2008. According to the complainant, after positioning the stent in the common bile duct, "the stent (did) not deploy in the lesion and [the] outer sheath... Separated [from the delivery system]". It was reported that the entire system was removed from the pt. The procedure was completed with a different device (product and MFR unk), there were no pt complications reported as a result of this event. The pt's condition was reported as "good" at the completion of the procedure.

Manufacturer narrative:
The suspect device has been returned, but the eval is not complete; therefore, a device eval is not available and the cause of the reported malfunction is undetermined. A search of the complaint database revealed no add'l complaints recorded for this lot. The march 2008 15-month bare biliary stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.